Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The rollers were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure on a demo system at the facility. It was reported that there were two instances of early termination. The first early termination occurred at the beginning of the spin and then stopped. A loud noise could be heard twice. The second occurred at the beginning of the spin and the system did not start the scan on the initial press of the button on the handswitch. Once it was pressed again the spin started. Initial reporter: (B)(6).